Manufacturer narrative:
The main component of the system and other applicable components are: product ID neu_unknown_cath, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug via an implantable infusion pump for an unknown indication for use. It was reported the catheter that was inserted was determined to have issues with the viscosity of the medication and therefore had to be replaced. For example, when the patient should have been getting .05 ml a day the catheter issue was only allowing .03 ml a day to get through.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.